Manufacturer narrative:
The complaint was confirmed, and the cause appears to be user related. The coil wire on the returned stylets had unraveled and stretched over the core wire. The cross section at the distal end of both the coil and core wires was striated and lustrous. The stylet was apparently severed and the distal tip was not returned for eval. The stylet may have been cut when the catheter was trimmed to length. The product IFU instructs the user to "retract the stylet well behind the point the catheter is to be cut" when modifying the catheter length and cautions "do not cut stylet." A chr of lot #reuc1142 showed no other similar product complaint(s) from this lot number.

Event description:
Rn placed PICC and procedure went smooth. Pt had l defibrillator. Upon removal of wire, felt no resistance. Wire snapped upon removal.